Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported aligners caused periodontal disease found out in early 2024 after starting the aligners in 2023. The patient's dentist ordered that patient discontinue aligners immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.